Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock due to oversensing. It was determined that this oversensing occurred due to the patient developing a bundle branch block. The patient will be reviewed for the implant of a cardiac resynchronization therapy defibrillator (crt-d). At this time, this system remains in service. No further adverse patient effects were reported.